Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. Manipulation of the device ultimately resulted in the reported stent dislodgement. Attempts to retrieve the stent resulted in the reported material deformation. The treatment appears to be related to the operational context of the procedure as a 2.0 balloon was inflated at 1-2 bars and the stent was able to be caught and removed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified proximal circumflex artery (cx). Pre-dilatation was performed. A 2.5x18mm xience sierra was being advanced but failed to cross due calcification at the left main (lm) and the stent implant dislodged at the junction of the lm/cx. A 2.0 balloon was inflated at 1-2 bars and the stent was able to be caught and removed. During removal, the stent became damaged at the calcified junction of the lm/cx, but was ultimately removed. It was attempted to implant a 2.25 non-abbott stent at the cx, but was unsuccessful. The cx remained unstented. The lm was stented without issue. Although a 30 minute delay was reported, there were no adverse patient effects related to the delay. No additional information was provided.